Event description:
It was reported that a tx30g was used during a low anterior resection of the rectum. It was reported by the affiliate that the instrument did not staple. The user stated that he used a new tx30g device. No reloads were used before. The tx30g could be fired without any problems. No staple line (no staples) could be found on the bowel after the device was opened. Even upon examination of the operative specimen, no staples could be found. After that, a proctectomy was performed. When preparing the operation procedure, it was taken into consideration that the anatomic circumstances could lead to a proctectomy. Therefore, according to section 5.4.2 md vigilance guidelines, the user would no describe this as a serious deterioration in the state of health of the patient. But the incident was such that, if occurred again, it might lead to a serious deterioration in health respectively a permanent impairment of a body function or permanent damage to a body structure.